Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An oversensed noise led to an episode of noise reversion. Myopotential oversening was suggested as the cause. Reprogramming was recommended. There were no adverse consequences to the patient.